Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the user has no hearing performance with the device. The user had recently fallen onto the right side of his head. Re-implantation is scheduled on (B)(6) 2020.

Event description:
The parents reported that the user has no hearing performance with the device. The user had recently fallen onto the right side of his head. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. In situ measurements point, that these damages were already ongoing prior to the reported impact. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.